Manufacturer narrative:
Based on the claim against the product noting the large hem-o-lok clip applier instrument would not fire, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier had multiple broken input disks. Input disk 7 was found detached from the base of the housing. Hairline cracks were found on grip input shaft #6. The complaint regarding firing issues was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The root cause is attributed to mishandling/misuse by using improper cleaning and reprocessing techniques. This complaint is considered a reportable malfunction due to the following conclusion: per the description of the complaint, the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer reported that the large hem-o-lok clip applier instrument would not fire. The procedure was completed with no reported injury.